Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the handle was getting very warm and it seemed to be slowing down. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.